Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flows, pump stops, and driveline disconnects. The patient reportedly had dementia and the cause of the alarms was unclear. The log file captured numerous driveline disconnect alarms at the beginning of the event history. It was later communicated that the patient had no recollection of any audible alarms or interventions with their device. The logs from the backup controller show no external power alarms on (B)(6) 2023 due to a double power cable disconnect. Following these events, the log captured numerous driveline disconnects at 6:09 pm (for 30 seconds) and 6:12 pm (for 3 minutes) on (B)(6) 2023 and at 11:40 am (for 21 minutes) and 6:06 pm (indefinite) on (B)(6) 2023. Some of these disconnects may coincide with the brief instances that the current controller was connected as seen in the previous log, though it was not certain because the controller clock was inaccurate. Pump MFR 2916596-2023-08239. Controller MFR 2916596-2023-08577.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms, and system controller exchanges were confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 3 days of relevant data (14nov2024 ¿ 17nov2023 per the timestamp), it should be noted that the exact time span of the log file could not be determined as the controller clock was incorrectly set to be one year ahead of the actual date. The log file then captured intermittent backup battery fault alarms from the timestamp of 14nov2024 at 18:20:36 to the timestamp of 16nov2024 at 10:31:38 that were associated with the backup battery being passed the expiration date due to the system controller clock being set greater than the expiration date of the backup battery. The alarm resolved on 17nov2023 at 11:19:44 once the system controller clock was synched to the correct date. The log file also captured the driveline being briefly connected on the timestamp of 14nov2024 at 18:17:18 and again on the timestamp of 15nov2024 at 11:46:01. The system controller was placed into sleep mode both times the driveline was disconnected, indicating the controller was being exchanged. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information stated that the patient has dementia and is unaware of why the alarms occurred. The root cause of the driveline being disconnected to the exchange the controller could not be conclusively determined through this analysis. The root cause of the reported backup battery fault alarms was determined to be due to the system controller clock being incorrectly set one year ahead of the actual date. The heartmate 3 instructions for use (IFU) explains all alarms, including the backup battery fault alarm, and the actions to take when an alarm occurs. The IFU also informs the user of how to properly set the system controller clock to the correct date and time by using the system monitor. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21oct2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ explains how to properly set the system controller clock using the system monitor. This section also explains how to view the backup battery information for the system controller. Additionally, section 2 ¿ ¿system operations¿ explains that the backup battery has a limited lifespan and its expiration date is 36 months from the manufacturing date. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery and how to replace the system controller. This section also explains the different system controller operating modes (run mode, sleep mode, and charge mode) and how to switch between them. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.